Manufacturer narrative:
The technician rebuilt the worn brake block and replaced the worn brake/steer caster to repair the bed.

Event description:
Information received indicates the brake is not holding when engaged.